Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a warped housing around the battery. The upper housing was replaced to remedy the reported problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend. It is important to note that the battery was not returned for evaluation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.